Event description:
It was reported that a device was explanted due to three instances of overdischarge suspected. It was noted that this may have been due to patient non-compliance. The reporter stated that the patient had the battery replacement after his "stimulation stopped over two years ago." It was reported that physician mode recharges (pmrs) had been attempted in the past and they were unsuccessful at re-starting the battery. There were no patient symptoms or injuries related to the event.

Manufacturer narrative:
Product ID 3887-28, lot# j0104129v, implanted: 2001 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).